Event description:
Pedicle marker broke when removing the marker, and a part of the broken marker pin remained in the body. Procedure was completed successfully. No adverse consequences were reported.

Event description:
Pedicle marker broke when removing the marker, and a part of the broken marker pin remained in the body. Procedure was completed successfully. No adverse consequences were reported.

Manufacturer narrative:
Method: product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed via correspondence with the rep. All broken pieces were retrieved. The marker was discarded at the hospital, so inspection could not be performed. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was manufactured in 2010. It was also reported that the surgeon appeared to apply some excessive force to the instrument and also applied force inward. It was determined that the device was 8 years old at the time of the event. The IFU states "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." Conclusion: the most likely root cause of the event is a combination of excessive bending force with the age of the device. Device was discarded at hospital.